Event description:
It was reported that the speaker of cardiac monitor is malfunctioning, during checking of blood pressure (bp) when the monitor is activated the speaker does not work. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
Replacement of the speaker assembly was recommended. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis of the device could not be performed because the customer declined the service quote. As a result, no physical evaluation or functional testing of the device was conducted. The complaint remains unconfirmed, and no root cause could be determined due to insufficient information and inability to perform device analysis. If additional information is received, the complaint file will be reopened for further investigation.